Manufacturer narrative:
Product event summary #the device was returned, analyzed, and analysis revealed a ceramic capacitor leakage. Also, performance data was collected from the device and analyzed and analysis of this data revealed that the device had reached eri (elective replacement indicator).

Event description:
It was reported that the device had early battery depletion as the device's battery depleted in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 559453 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.